Event description:
It was reported that a user experienced a pairing failure when attempting to start an fsl3+ sensor with the ilet pump in start sensor mode after scanning through the ilet mobile app, which was resolved by rescanning the sensor and confirming entry into the warm-up period. Symptoms included no clinical effects. Outcomes included no reported impact on health and no alarms after resolution. Investigation included remote troubleshooting and user education to reinitiate pairing. Investigation of this case revealed that the sensor pairing process initially failed but functioned as intended after the user re-scanned, indicating no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error.